Event description:
It was reported that this event occurred in the operating room. The insertion site was the internal jugular vein. During insertion, the dilator tip frayed and the doctor was unable to thread the wire. It is unk if another attempt was made at insertion. There was a reported delay in treatment. However, it is noted the delay was not harmful to the pt. There was no reported pt injuries, complications, or death.

Manufacturer narrative:
(B)(4). Sample will not be returned.